Event description:
Perforation of the svc.

Event description:
A report was received that a lead extraction case resulted in the death of the patient. The lead was being removed due to infection. After passing the svc, the blood pressure dropped. Hemostasis was not possible, and the patient died. No other details have been provided.